Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found the problem to be with the drive manifold. So, in order to fix the issue, the fse replaced the drive manifold (0104-00-0018). Then, the fse tested the unit with functional tests. The fse also tested the unit with a trainer and balloon with not error observed. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse resolved the issue by replacing the drive manifold. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) alarmed a leak in iab circuit. No patient harm, serious injury or adverse event was reported.